Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had displayed a e433 error code. The issue occurred during inspection for use on an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was able to confirm the customers reported error e433. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure was traced to a defective generator board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.